Manufacturer narrative:
(B)(4).

Event description:
Procedures: supracervical hysterectomy, bilateral salpingo-oophorectomy, abdominal sacrocolpopexy, rectocele repair, cystourethroscopy. The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. Post-op diagnosis: uterine prolapse, rectocele, menorrhagia.

Manufacturer narrative:
(B)(6).